Manufacturer narrative:
Sensor (3mh008zznkr) and reader (B)(6) have been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data were extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was activated with the returned reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and returned reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. An extended investigation has also been performed on the returned sensor and determined there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 reader. A caregiver (parent) called on behalf of the customer whose reader displayed signal loss. The customer felt tired and was unable to self-treat, requiring treatment of insulin (type/dose unknown) by a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 reader. A caregiver (parent) called on behalf of the customer whose reader displayed signal loss. The customer felt tired and was unable to self-treat, requiring treatment of insulin (type/dose unknown) by a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.